Event description:
It was reported that the lead was unable to implant, would not fix to the ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics